Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05390. The pt received her scs system on (B)(6) 2011, including an ipg and a paddle lead. It was reported the pt was not receiving enough pain relief. As a result, the pt's ipg and paddle lead were explanted. During the surgical procedure, the dr noticed numerous exposures of the lead, as well as kinking of the lead tail. The dr was unsure if the lead's insulation was burned due to the explant procedure. No further info is available at this time.

Manufacturer narrative:
Evaluation results: the product was received with instrument marks on the can. The ipg communicated with the lab equipment. Inspection of the ipg did not reveal any anomalies. The ipg was tested to mfg specifications and passed all tests. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.